Event description:
Pt reported experiencing low blood glucose. His normal blood glucose level is 100-180 mg/dl. He stated that at 11:30 p.m. On the 11/19/2006, he changed the infusion site and refilled the cartridge. Pt indicated that his basal rate from midnight to noon was .9 units. He bolused 9 units for breakfast and 6 units for a prime. He indicated that in 2006, ems was contacted and his blood glucose level did not "register". Pt was treated by ems with IV glucose. He reported being taken to the ER and upon arrival, his blood glucose level was 116 mg/dl. He indicated that in the ER, his blood glucose level was monitored, he ate a full meal with 2 orange juices. Pt reported that a couple of hrs after admittance, his blood glucose level stabilized at 117 mg/dl and he was released. He reported that the infusion device indicated there was only 274 units of insulin remaining in the cartridge. Pt stated that he believed the infusion device over-delivered insulin. The bolus history of the infusion device indicated that at 06:16 the device delivered 4 units of insulin, at 06:10 the device delivered 5 units, and at 20:55 3.5 units of insulin. Pt reported that the infusion device indicated that 41 units of insulin had already been used, however, the pt indicated that he only used 25 units of insulin since midnight. He indicated that he did not experience any symptoms associated with hypoglycemia. Pt switched to his backup infusion device and his blood glucose level was "fine." Product was requested to be returned for evaluation.